Manufacturer narrative:
A ge rep evaluated the system and replaced a cable. No pt injury was reported.

Event description:
The customer reported, the system would not display an image. No pt injury was reported.